Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "during use of the tube, a low draw issue occurred."

Manufacturer narrative:
H.6. Investigation summary: bd did receive1 photograph from the customer for the investigation. A evaluation of the photo was performed and the customer's indicated failure mode of underfill was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Bd was able to confirm customers indicated failure mode based on the photo provided however. No definitive root cause could be established for the reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
The following fields were updated due to corrected information: b.3. Date of event: 2021-09-03.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "during use of the tube, a low draw issue occurred."

Manufacturer narrative:
Investigation summary: bd did receive 1 photograph from the customer for the investigation. A evaluation of the photo was performed and the customer's indicated failure mode of underfill was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Bd was able to confirm customers indicated failure mode based on the photo provided however. No definitive root cause could be established for the reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "during use of the tube, a low draw issue occurred."